Event description:
Retinal detachment left eye. 9-1-93-scleral buckle left eye w/906 miragel sponge. 9-27-97-diplopia following scleral buckle left eye. Procedure-removal of scleral buckle left eye & release of fat adherence syndrome to the medial rectus muscle.